Event description:
It was reported that the device was cracked and leaking, requiring an additional device. This 106x6cm ekos endovascular device was selected for use in a deep vein thrombosis procedure. During ekos treatment in the intensive care unit, it was noted that the drug luer was cracked and leaking fluid. The procedure was completed by the placement of a venous stent. There were no patient complications.